Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent fracture was unable to be confirmed; however the proximal struts were noted to be flared which is likely the damages reported. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified distal right coronary artery. After pre-dilatation with an unknown balloon catheter, a 3.0 x 15 mm xience prime stent delivery system was advanced and several attempts were made to cross the lesion; however, it could not cross and when removed from the anatomy, the stent struts were fractured. A non-abbott stent delivery system was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.